Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said they've been to the hospital 11 times since january and have been experiencing a return of symptoms ever since around that time. Also, they did cardioversion twice and a cat scan. The reason for the hospital visits were related to their heart and not the device/therapy. The patient added that they met with a manufacture representative (rep) on (B)(6) 2019 who adjusted their programming. They added that they don't think they "saved the programming changes" because they aren't doing any better; they are having accidents in stores and such. The patient isn't sure what programming changes were done/what setting they should be at. During the call, the patient connected to their ins and it was discovered that therapy was off. The patient wasn't sure why therapy was off, but they were able to turn stimulation back on; they could feel it. During the call, the patient changed from program 3 at 2.6v to program 4 at 2.5v. As a result of what was reported, they were redirected to their hcp to discuss programming and symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The action/interventions taken to resolve the return of symptoms issue following the hospital visits included resetting the monitors which helped some; this occurred on (B)(6) 2019. The additional action/interventions taken to resolve the stimulation being off issue included they are still adjusting the monitor, they are still having lots of accidents, they are wearing lots of larger pads and at times pull-ups. The issue has not been resolved. No further patient complications have been reported as a result of this event.